Event description:
The patient had underwent a generator replacement in (B)(6) 2016. At that time, the diagnostics were within normal limits. The generator was later interrogated in (B)(6) 2016 and an error message indicating the presence high impedance (>10,000ohms) was observed. The patient reported feeling pain at his generator site and not feeling stimulation since his generator was replaced. No interventions have been taken for the pain or lack of perceived stimulation. An x-ray image from after the patient's replacement was received and reviewed. It was noted that there was a lead discontinuity present. To date, no surgical intervention has been taken to replace the patient's lead. No other relevant information has been received to date.

Manufacturer narrative:
Initial MDR inadvertently omitted information known prior to submission of the MDR.

Event description:
The patient's lead was explanted and replaced. The explanted lead has not been received to date.